Event description:
Patient reports ms3 pump, sn (B)(4), malfunctioned last week, ongoing beeping that would not stop, pt tried to press right button on pump to change screens but screen would not change, pt did not experience any a/e during this malfunction, pt does have a well working back up pump on hand, will replace malfunctioning pump and have pt return the malfunction pump back to pharmacy. No further information known. Dose or amount: 50ng/kg/min. Frequency: continuous infusion. Route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.